Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of aortic regurgitation after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. In response, to this event the patient was started on medication and his existing pacemaker was reprogrammed to a faster rate. There were no other adverse effects reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at the one-month post-implant follow-up of this transcatheter bioprosthetic valve¿s implant; the patient¿s echocardiogram showed a moderate paravalvular aortic regurgitation with two jets noted. No treatment was given and the patient was to be monitored. No adverse patient effects were reported. Subsequently, six months after device implant, the patient was hospitalized with increased dyspnea. An echocardiogram showed mild to moderate paravalvular regurgitation, and ascending aorta angiography confirmed moderate aortic regurgitation. In response, the patient was started on medication and his existing pacemaker was reprogrammed to a faster rate. There were no other adverse effects reported.